Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply.

Manufacturer narrative:
One cardiomems patient electronic system along with power supply cord was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. It was noted that a power clip was not returned with the cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.